Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with cystoscopy due to stress urinary incontinence and systematic cystocele. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, bleeding and vaginal scarring. It was reported that on (B)(6) 2009 the patient underwent examination under anesthesia, revision of prolift mesh and cystoscopy due to pain, bleeding, infection, could feel mesh and mesh exposed. It was reported that on (B)(6) 2013 the patient underwent examination under anesthesia, posterior repair and repair of vaginal mesh exposure due to small mesh exposure, symptomatic rectocele due to pain, bleeding, infection, could feel mesh and mesh exposed. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.